Manufacturer narrative:
Service reps performed the required preventional maintenance and replaced system tubing. Performed gas calibration and safety tested unit to factory specifications.

Event description:
Customer reported intermittent gas readings from the gas module iii which may have resulted in an intermittent loss of gas monitoring. No pt injury was reported.